Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: per revision 21 of procedure 3709030, a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005923, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005923 was manufactured according to the work instruction (wi) version 78 and packaging in the machine multivac 08 on 03-mar-2024 with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4b05473 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 03-mar-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4b05487 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 03-mar-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4b05490 was manufactured according to the wi version 41 and manufactured in the machine 04-08, on 01-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The location of detachment was close to the site. Insertion site was right abdomen. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.